Manufacturer narrative:
Operator of device are unknown. No information was provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had a double beep with the cassette. The lens was damaged. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with no impact or corrosion damage present; the tamper seal was missing. There was evidence of the reported error in the event history log. The reported problem was duplicated during the investigation and functional testing. The pump had a double beep on startup with test cassette installed. A defective downstream occlusion sensor was found to be the cause of the reported issue and was recommended to be replaced as corrective action. The root cause was unknown. The product is beyond 20 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Correction: d4: model number: 6400.